Manufacturer narrative:
(B)(4).

Event description:
It was reported that an overstimulation sensation occurred. The pt was at hosp after an ins replacement and was experiencing twitching on the right side. The pt was reprogrammed from 3.6 volts to 3.1 volts. It was reported that a por condition occurred. Impedances were run between 2000 - 3000. There was no knowledge of previous impedances. The pt was unable to be released from the hosp due to this issue. It was reported that another por condition occurred. Also, reference report # 3004209178201105328. Add'l info has been requested, but was not available as of the date of this report.